Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during a total knee arthroplasty (tka) procedure, the robotic-assisted solution satellite station device produced inaccurate cuts greater than 2¿3 mm during the anterior oblique cut. It was reported that the saw cut guidance into the posterior condyle was incorrect; despite the planned settings being entered, the cut was made unevenly. The saw produced an unplanned medial orientation for the cut, deviating from the predefined surgical cut trajectory. It was reported that the robot was not mounted to the bed. There were no delays to the surgical procedure, and the surgery was completed successfully. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11: additional narrative: correction: an additional review of the incident was conducted, which determined that the incident is not reportable and is unlikely to cause or contribute to serious injury or death if it were to recur. Therefore, the investigation of this complaint is now closed.